Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy in the intensive care unit (medication, dose, programmed delivery rate unknown). 505ml of chemotherapy was programmed to be delivered in 24 hours, however there was more than 30ml remaining in the bag which was delivered by the nurse via gravity. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infused. Infusion of 505ml at 21 ml/h were verified through a review of the event history log. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.